Event description:
Device appears to be under sensing on atrial lead and appears to result in inappropriate atrial pacing on presenting egm and saved egs. Atrial sensing is 0.1mv today and atrial sensitivity is set at 0.15 mv. Unable to obtain weight. Staff unable to locate patient. Rep notified by email and page sent to read email. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).